Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and arthralgia ('had joint pain/hip pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia (seriousness criterion medically significant) and pain in extremity ("leg pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, arthralgia and pain in extremity outcome was unknown. The reporter considered arthralgia, medical device removal and pain in extremity to be related to essure. The reporter commented: blood work and x-ray showed nothing. She was unable to walk on left leg. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Amendment: the report was amended for the following reason: information from duplicate case (B)(4) has been transferred to this case, including events"had joint pain/hip pain" and "leg pain". No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and arthralgia ('had joint pain/hip pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia (seriousness criterion medically significant) and pain in extremity ("leg pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, arthralgia and pain in extremity outcome was unknown. The reporter considered arthralgia, medical device removal and pain in extremity to be related to essure. The reporter commented: blood work and x-ray showed nothing. She was unable to walk on left leg. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and arthralgia ('had joint pain/hip pain/pain/left side is where my pain is') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia (seriousness criterion medically significant), pain in extremity ("leg pain") and gait inability ("couldn't walk"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, arthralgia, pain in extremity and gait inability outcome was unknown. The reporter considered arthralgia, gait inability, medical device removal and pain in extremity to be related to essure. The reporter commented: blood work and x-ray showed nothing. She was unable to walk on left leg. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal, unable to walk. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received - new event couldn't walk was added. New reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.